Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing. It was determined that the oversensing was related to a device measurement process. The lead remains in use. No patient complications have been reported as a result of this event.